Event description:
The angled long saber attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Damaged bearings and debris were identified as the probable cause of the device overheating. Damaged bearings and debris can cause increased heat production due increased friction between the moving components during use.